Manufacturer narrative:
The pump remains in use supporting the patient and no further related events have been reported. Multiple requests for additional information were made; however, no further information was provided. A correlation between the device and the reported ischemic stroke could not be conclusively determined. The instructions for use lists stroke and neurologic dysfunction as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to an outside hospital with stroke-like symptoms. The patient was transferred to the implanting center. CT scan and other unspecified tests were performed at the outside center; however, the results were not provided to the implanting center at the time of the report. At the implanting center, it was reported that the patient held normal conversation with the vad clinician, but displayed slight droopiness on the left side of the face, and had weakness in left hand. No adverse events were observed within the system controller log files. Additional information was requested, but was not provided.